Event description:
It was reported that patient underwent hip surgery on (B)(6) 2014. Subsequently, on (B)(6) 2014 patient was revised due to infection. The stem was removed and replaced with a spacer mold. Additionally, on (B)(6) 2015, the patient underwent a final stage revision. The stage one hip mold, shell, liner and femoral head were all removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: early or late postoperative infection and/or allergic reaction.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01541 & 02363).